Event description:
The complainant stated the brake is coming unlatched.

Manufacturer narrative:
The technician found that the brake would set but the casters continued to swivel from side to side if you pushed on stretcher. The caster wheel would not roll. The technician replaced the four brake casters to repair the stretcher.